Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Date of event: unknown / not provided. Lot number expiration date and unique identifier (UDI) number: unknown / not provided. Email address: unknown / not provided.

Event description:
It was reported that the implant's internal threads are damaged.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/ CAPA/ hhe/ d/ie/ product holds for the reported device related to the reported event. Complainant reported that the implant's internal threads are damaged. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes. H10: additional narrative h3 other text : not returned to manufacturer.

Event description:
No further event information is available at the time of this report.